Manufacturer narrative:
(B)(4). Supplemental MDR - label content incorrect. Four hundred samples and two photographs of 10ml twinpak syringes from material 303393, batch 5065846, were received and evaluated. All samples arrived sealed in four case boxes and were confirmed to contain 10ml syringes. However, the top web labeling on all packages incorrectly indicated 5ml, creating a labeling discrepancy. One image showed three cartons labeled as 10ml, while the other showed the top carton opened, revealing internal packaging with 5ml top web graphics. The condition observed is non-conforming per product specification. Potential root cause for the incorrect top web defect is associated with the packaging process. A corrective and preventive action (CAPA) will be initiated to address the issue and prevent recurrence. Furthermore, a device history record review was completed for provided lot number 5065846. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll w/twinpak device label content was incorrect. The following information was provided by the initial reporter: material # 303393. Batch #5065846. It was reported by the customer that the correct item# on the outside box does not match the inside item. Verbatim: we have received a quality complaint on product sold to our customer. Please contact the customer and include complaint# (B)(4) on any future communications. Injuries or adverse event: no. Po: (B)(4). Item: 303393. Reported issue: recvd b-d303393 that notes the correct item# on the outside box, however the inside item is marked b-d303392. Are any samples available for return? Yes. Customer disposition request: replacement. Quantity affected: (B)(4). Serial/lot number: (B)(6).